Event description:
It was reported that the handheld was having communication issues. The manufacturer's representative went to the site to troubleshoot the issue; however, the communication issues could not be replicated unless the serial cable was overmanipulated. A known good serial cable was connected to the handheld and no communication issues were found. The problem was narrowed down to the serial cable. The physician was provided a new serial cable and the nonworking serial cable was received for analysis on (B)(4) 2013. Analysis is underway, but has not been completed to date. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the hhd, dell x5: sn (B)(4) passed all functional tests prior to distribution.

Manufacturer narrative:
Describe event or problem, corrected data: the initial report inadvertently reported that the product was received and analysis was underway. Product serial cable was not received.

Event description:
It was reported that the suspect handheld's serial cable was unable to be located. Therefore, analysis is unable to be performed on the serial cable.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.